Event description:
During routine testing of the device at the service center, the service technician reported that the guy roller was pitted. Since the event occurred during routine testing, there was no delay or patient involvement.